Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/4.00mm flextome cutting balloon was selected for use. During the procedure, when the balloon was inserted in the lesion area, it was inflated at 6atm first. When pressure was applied up to 8atm, it was noted that the balloon ruptured and so the usage was stopped. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/4.00mm flextome cutting balloon was selected for use. During the procedure, when the balloon was inserted in the lesion area, it was inflated at 6atm first. When pressure was applied up to 8atm, it was noted that the balloon ruptured and so the usage was stopped. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the center of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. Visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.